Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). On the same day as admission to the hospital, the home patient started unspecified intravenous and oral antibiotic therapy (dose, route, and frequency not reported) for ten days. On an unknown date, the patient was transferred to hemodialysis but the peritoneal dialysis catheter was not removed. On an unknown date, the patient was retrained in proper aseptic technique. Fourteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by lower abdominal pain. On an unreported date, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis event was not reported. Treatment for the peritonitis was not reported. The patient was still hospitalized at the time of this report. It was not reported if the patient recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 4 involved in this event.